Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough; burning smell from device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
Additional information was received on jun 11, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, cough and also alleged that device has burning/smoke/electrical odor that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed that there is unknown black contaminate on the top enclosure. Black hair-like fiber on the rear panel. Dust-like contamination on top of the blower box and the blower motor, air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and the manufacturer unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.